Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices discarded at the hospital.

Event description:
It was reported the patient had an initial implant on (B)(6) 2014 with a bifurcated stent, a suprarenal aortic extension, and an infrarenal aortic extension. On (B)(6) 2017 the patient came in emergently to the hospital and the physician identified a type 3a endoleak with component separation. The physician elected to explant the devices. The subsequent endovascular procedure was completed and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
(B)(4). Based upon the information available, the root cause of the type 3a endoleak and subsequent explant is unknown. At the completion of the clinical evaluation, the following were confirmed: endoleak type iiia and explant. Additionally there was evidence to reasonably support the following observations: left external iliac artery stent placement due to stenosis in the vessel, pain, aortic rupture and retroperitoneal hematoma treated with a surgical bypass, left common femoral artery thrombectomy, left common femoral artery endarterectomy and patch angioplasty, left external iliac artery stenosis, acute renal failure and temporary dialysis catheter, cerebrovascular accident, and wound debridement and necrotic muscle removed. The manufacturing lot record evaluation confirmed all devices met specifications prior to release. Device was not returned, therefore no physical evaluation was completed.